Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported a sjm representative met with the patient and found the patient's scs ipg was inoperable as communication could not be established with external devices. The patient reportedly had not recharged her ipg in some time. Follow-up identified the patient's scs ipg was explanted and replaced with a non-rechargeable model. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.